Manufacturer narrative:
(B)(6). This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a 2.4 mm headless compression screw on (B)(6) 2016 due to migration and prominence of the screw. The screw was originally implanted on an unknown date during a four corner fusion of the wrist. On an unknown date postoperatively, it was discovered that the screw had become prominent; the screw had migrated from its original position and the surgeon decided to remove it to reduce the possibility of complications. After the screw was removed, the surgeon examined the wrist for stability of the fusion and determined that the fusion was in the process of healing and was stable. The procedure was completed successfully and the patient was reported as stable. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).